Event description:
It was reported that during an orthopedic knee joint operation, an abnormal value of 40 degree celsius was recorded in the temperature sensing foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 all silicone foley catheter with syringe. Upon visual inspection no physical defects present. Further testing required. Functional: water bath test was conducted to test for erratic display. The sample was tested for continuity prior to conducting the water bath test and resistance value of 2.74kohms was measured. As the sample passed continuity, a water bath was set up and resistance values were obtained at the 25c, 37c, and 41c. The resistance values are listed below: 25c-> 0.4 ohms. 37c-> 0.9 ohms. 41c-> 0.3 ohms. As the resistance values obtained during testing are not listed on the table this shows that the returned sample is out of specifications and failed. Therefore, the reported event is confirmed. Also received 5 photo samples: first photo shows top view of document written in native language. Second photo shows top view of catheter used. Third photo shows temperature sensor plug. Fourth photo shows end of catheter with deflated balloon. Fifth photo shows inflation cap. No additional actions are required at this time since root cause was not identified. A DHR review did not show any problems or conditions that would have contributed to the reported event. A labelling review is not required as the labelling would not have prevented the reported event. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an orthopedic knee joint operation, an abnormal value of 40 degree celsius was recorded in the temperature sensing foley catheter.